Event description:
Customer complaint of "lo" blood results. Expected blood glucose results before meals / after meals range from 118 to 140 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Testing performed twice daily. Back to back blood test performed during call ((B)(6) 2015 11:44 am) with results of "lo" and 142 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 02/19/2017 and open vial date is (B)(6) 2015. Recall test results performed at least two hours after meals from meter memory. Adverse event not reported.

Manufacturer narrative:
Internal report no (B)(4). Returned meter evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction noted in the complaint: test strip issue.